Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an alarmed air in line during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, an air in line alarm was reproduced. A review of the event history log revealed multiple 'air in line' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The upstream sensor was found to be out of calibrated specification and was determined to be the cause of the condition. The ultrasonic sensor will require replacement to correct the condition. During evaluation the device had low audio. The cause was identified to be a loose speaker. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.